Event description:
Philips received information that the customer was preparing the imaging room for a pt on a stretcher. The operator executed the stretcher pre-programmed motion (ppm) when they heard a pop coming from the system then smelled and noticed a puff of smoke coming from the system. When the pop came from the system, a system emergency stop was activated and halted the system. The operator removed the power from the system and placed a service call for a philips service engineer. The fire alarm was not activated, the fire department was not called. There was no report of harm to an operator or pt as a result of this event.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).